Manufacturer narrative:
A clinically used hydrolyser was returned for analysis. Pressurization of the hydrolyser revealed that the injection lumen had a burst at 7 cm distal to the hub, see attached picture. Cross sectional analysis performed on the hydrolyser shaft revealed no anomalies that might have initiated the burst. The involved wall thickness of the injection lumen was measured and found to be within specification. All hydrolyser products were leak tested before being packed. Although the exact cause of the shaft burst could not conclusively be determined, there are no indications that it was related to the product manufacturing process. The original complaint received stated that during preparation of the device, saline solution leaked from the joint of the hub of the product. The connection between the syringe and the hub was tight. The hub was not cracked, there was no mishandling of the device and there were no defects noted on the outer box or the sterile pouch. The product had been properly stored. However, during product evaluation it was noted that during pressurization of the hydrolyser, the injection lumen had a burst at 7 cm distal to the hub. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The original complaint received stated that during preparation of the device, saline solution leaked from the joint of the hub of the product. The connection between the syringe and the hub was tight the hub was not cracked. There was no mishandling of the device. There were no defects noted on the outer box and sterile pouch. The product was properly stored. The product was returned for evaluation and it was noted that during pressurization of the hydrolyser, the injection lumen had a burst at 7 cm distal to the hub. This is being reported because had this malfunction occurred in the patient a serious injury may have occured.